Manufacturer narrative:
This product is not marketed in the us. No similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2, -10.5 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. The lens was removed within the same surgery and the patient was in good condition after the surgery.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a ,micro-centrifuge vial, clear surgical residue on product. Visual inspection found haptic torn and residue on lens. (B)(4).

Manufacturer narrative:
Corrected data: (B)(4). Date returned should be corrected to 08/30/2018 in previous MDR. Date received should be corrected to 09/14/2018 in previous MDR. Claim#: (B)(4).